Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received yet at our facility and no pictures has been received for evaluation of the alleged defect reported. Based on the lot 573167 provided, the nuevo laredo lot numbers for component tfx-001743 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint tfx-001743 (adaptor, snap-on flowmeter resin re-0042) batch # 1-3016741, 3-2916742, 4-2916741, 4-2916742, 5-2916741 & 6-2916741 during the manufacture of the material. No corrective action can be established at this time since the device sample or pictures of the alleged defect are not available for evaluation. In order to perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the physical device sample involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. If device becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "connection adapter faulty - cannot connect to the oxygen point." Alleged issue reported as detected prior to patient use. No report of patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the snap cap is placed too far down the adaptor body. Based on the visual exam, the complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges "connection adapter faulty - cannot connect to the oxygen point." Alleged issue reported as detected prior to patient use. No report of patient involvement.